Event description:
The patient reported that in 2007, the adapter of his insulin infusion device was leaking, which caused his blood glucose to rise. He stated that on that morning he changed his adapter, and infusion set tubing and bolused accordingly for breakfast. He said that by noon his blood glucose reading was 400 mg/dl. He stated that he changed his infusion head set and eventually "everything" else by 5 p.m. When his blood glucose levels finally began to decrease. The patient stated he bolused to bring his blood glucose back to normal rather than giving himself an injection. He stated he noticed that when he left the adapter on a paper towel, it would leave a wet spot. He then changed the adapter for a new one from the same box, and it solved the issue. The patient stated this was the third or fourth leaky adapter in this box, and he had not had this issue before or since. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.